Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic log history confirmed a vent inop occurrence due to an exhalation motor error. The service technician replaced the exhalation motor controller pcb board to address the finding. During initial testing of the device, the service technician reported the unit would not power on. The service technician replaced the power supply to address the no power issue and complete the repair. Performance verification testing was completed and passed per operating specifications. Analysis of the exhalation motor controller pcb board found no faults. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.